Event description:
The customer reported being hospitalized due to low blood glucose on the low 90's mg/dl. Troubleshooting was performed. The (B)(4) report was retrieved and found that the customer inserted the sensor on (B)(6) 2012. The customer's first calibration showed that his glucose level was 141 mg/dl and treated with insulin. Hours later, he calibrated again and his blood glucose reading was 157 mg/dl. By the third calibration, his glucose reading went up to 300 mg/dl, and he was treated. However, the sensor was reading 268 mg/dl, but his glucose dropped to 159 mg/dl. The low glucose alert went off when his sensor was reading 85 mg/dl. Went over the calibration technique and found that he calibrates ten to 11 times per day and there were large discrepancies between his readings. Advised the customer to calibrate 3 to 4 times daily. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.